Event description:
The customer reported that she was hospitalized for high blood glucose levels, with a reading of 500 mg/dl. The customer stated that her blood glucose levels are fine when she's on an insulin drip, but when they put her back on the insulin pump, her blood glucose elevates again. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump did not pass the prime test. The customer didn't have another infusion set at the time of the call. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.